Event description:
Pt's husband called back repeating the same info and providing the following details. Pt was hospitalized 4 times within the last 2 months, 3 times within the last week. Pt had skin issues. It felt like it was on the outside of the skin. Pt also had bruising all over in a couple of places. The current ins quit working about 5 years ago. Then all of a sudden ins turned back on and it was shocking pt so bad that it raised the hair on the cat when the cat was laying on pt's stomach. It shocked the cat and the cat took off. It was shocking t he pt so bad that the husband had to call the ambulance to take pt to the hospital. Pt rep talked to pt's hcp who said they turned ins off with a magnet. Before this happened, pt was having skin issues on the outside of pt's body. It felt like pt was wrapped in a plastic all over. Pt rep said maybe the battery was leaking acid or maybe pt's body rejected plastic. Pt rep also said pt lost 30 lbs. Pt rep thought it was all related to the device. Pt tried everything and nothing worked. Pt saw a surgeon and got a primary humana hcp and had a CT scan and blood work done multiple times. Pt would like the surgeon to remove the ins but cannot get the surgeon to do anything. One of the nurses reps came to their house and said ins needed to be removed. Pt rep also got a follow up letter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h6. A27 doesn't apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that steps taken to resolve the shocking sensation was the patient used a ¿magnet to turn it off¿. They stated that the battery was leaking sulfuric acid. The issue was not resolved and the patient stated that it needs to be removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that over the last year they'd been experiencing strange sensations; they started out very minute, but have gotten increasingly strong to the point of feeling like shocks. Pt reported the shocks had really gotten worse within the last week or so. Pt reported they had been laying in bed recently and felt like they had been shocked inside their body; pt asked if that could be caused by their implant. Pt stated they thought maybe something internal was 'up against' a part of their body causing the shocks. The patient was redirected to consult with a healthcare provider to further address the issue. Pt stated they didn't have a primary care provider, they just go to a walk-in clinic if they have problems. Agent sent pt a physician listing. Pt mentioned that their 'nerve was shot' and some thing about stuff that's in their hair (when agent asked pt to elaborate, they could not).